Event description:
The customer reported that the system failed to boot to a usable state. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.